Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511st trocar would not arm. The red arming button is not working. There was no consequence to the patient.